Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix became distended during mapping. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.